Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from the facility. Blocks b6 & b7: not available from the facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus catheter was discarded, thus no product investigation performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer plus catheter was used for a peripheral procedure in a moderately calcified distal sfa. During use, a non-philips guidewire was unable to pass through the catheter lumen. The procedure was aborted and the patient will be brought back at a later date. No patient injury reported. This product problem is being reported because the catheter could not be used and the procedure was aborted; resulting in a potential for harm due to the delay of procedure.